Manufacturer narrative:
User facility faxed incident report to MFR on 02/20/2007. MFR has tried to investigate further, but user facility will not take any calls pertaining to this event. MFR is trying to obtain a copy of the states health departments investigation report at this time. No problem with device reported.

Event description:
Resident fell off shower bed strecher in the shower room. Cna was going to clean her up, because resident had a bm. Resident had a laceration to the forehead, bruise on her left elbow and a tear on her right lower leg. No problems with device reported.